Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, lot# 0211241531, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
A health care professional (hcp) via a manufacturer representative reported migration of the lead downward the epidural space; the lead was almost out of the way of the medullary canal while the anchor was fixed to its anchor point. The migration occurred during the trial period (approximately five (5) days after the implant of the lead). No factors known to have led to the event. The lead was replaced. The issue was not resolved at the time of the report. No symptoms were reported.

Manufacturer narrative:
An additional component was added to the event. An additional applicable component includes: product ID: 97791, product type: anchor. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.